Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced stimulation in the wrong location. Since the device was implanted, the pt had an uncomfortable stimulation in the leg, down to the heel. The MFR rep attempted to reprogram the device three times, in 2009. The pt turned the device off on (B)(6) 2009, but the stimulation was still felt. There were no falls or trauma experienced by the pt. The pt never received relief from the device and was contemplating the removal of the device system. It was later reported that the pt did not follow up with the physician, following the three reprogramming sessions ((B)(6) previous). The pt was in pain. The pt was instructed to contact the physician. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.